Event description:
B-d whitacre needle, 25 ga, 4-11/16", ref 409442, lot 2340222. Stylet of needle impossible to re-insert once withdrawn because hub end of metal needle extends into the plastic hub of the needle. In use, one advanced the needle with the stylet in place until one feels dural puncture and withdraws the stylet to check for a flow of csf. Often, the "snap" felt is actually the puncture of the ligamentum flavum. In that case, it is necessary to re-insert the stylet and advance the needle further. If the outer cannula of the needle extends into the hub, this is a nearly impossible task. One must either make repeated attempts with the pt in an uncomfortable position, or withdraw the defective needle and replace it with another. This has the potential for causing increased discomfort to the pt from a repeated pass with a spinal needle. Trauma increases with each attempt, so pt harm is possible. Reporter has begun to test needle for the feasibility of inserting the stylet before using the needle, and reporter recommends such action; it is better to detect this defect before the needle has been introduced into the pt's back.